Event description:
Patient had hypotensive episode in or during fixation of femur fracture with surgical simplex radiopaque bone cement. Chest compression and pressors given to the patient. Patient had another hypotensive episode with bradycardia after transferred to ICU from recovery and expired. Surgeon felt patient had reaction to bone cement, which is known to cause hypotension 10 to 165 seconds following application. Patient had known history of coronary artery disease and congestive heart failure.